Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Internal complaint reference: (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2018 and during resection the physician perforated the patient. The physician then "sewed the perforation. There was only slight serosal graze to the bowel". It is unknown if intervention was required for the bowel. The patient was admitted into the hospital for observation. It is unknown when the patient was discharged. We have been unable to obtain additional information surrounding this event.